Event description:
During implant, the physician had difficulty placing the catheters. Initially during the procedure, the physician gained access to the intrathecal space utilizing a very steep approach angle (approximately 85 degrees from the spine) and attempted to place the spinal segment of (B)(4). The catheter appeared to loop on the fluoroscopic image and started to travel in the caudal direction. The physician then removed the needle and catheter and attempted a slightly shallower angle in the same interlaminar space (l3-4) this time with (B)(4) with the same result. This catheter was removed and the same was attempted using the (B)(4) and again the same result was seen. A new catheter was attempted each time as each had become somewhat deformed by the attempts to place. Finally, the needle was removed and replaced at a shallow paramedian approach in the l2-l3 space. This time, the spinal segment of (B)(4) was placed without complication. The 7.6 cm pump segment was discarded. The implanted portion of the (B)(4) (32.2 cm) was attached to the 66 cm pump segment of (B)(4). There was reported to be no injury. The patient recovered without sequela. The device system was going to be used to deliver lioresal.

Manufacturer narrative:
(B)(4): the spinal segments of 3 catheters have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.